Event description:
It was reported that stent damage occured. The target location was located in the severely calcified abdominal aorta tumour. A 5.0mmx19mmx150cm express sd catheter was advanced but failed to cross the lesion and stents got damaged in the middle part. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the inflation lumen and core wire approximately 41.1cm from the tip. Microscopic examination revealed that there is a spot where the stent is lifted off the balloon and does not appear to be tightly crimped on anymore. The spot is approximately 21mm from the tip. The rest of the stent is still tightly crimped onto the balloon and the balloon is still tightly folded. There is blood present in the guidewire lumen, on the stent, and on the balloon folds. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occured. The target location was located in the severely calcified abdominal aorta tumour. A 5.0mmx19mmx150cm express sd catheter was advanced but failed to cross the lesion and stents got damaged in the middle part. No patient complications were reported.